Event description:
New information notes that a new system, including a pacemaker, right ventricular lead, and right atrial lead, were implanted on (B)(6) 2022. The patient was stable throughout.

Event description:
Related manufacturer reference number: 2017865-2021-40248, 2017865-2021-40250. It was reported that a patient presented on (B)(6) 2021 for a routine generator change procedure. During the procedure, yellow fluid was noted coming out the of the pocket. The physician suspected an infection, so the procedure was cancelled. A gram stain was performed, which confirmed infection. The patient's system, including their pacemaker, right ventricular lead, and right atrial lead, were all explanted on (B)(6) 2021. The patient was stable throughout.